Event description:
Information received that the brake casters will not engage. No injury reported.

Manufacturer narrative:
Located the bed in storage. Technician found the head brake casters will not engage. Issue: broken head brake linkage. Replaced the casters to resolve this issue.